Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under the keypad button contacts. Unrelated to the complaint the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the buttons were not activating desired pump functions as usual. She said, she needed to press harder and move the rubber keypad to get the buttons to work. The patient reportedly cleans the pump with water and a soft cloth. There is no evidence of misuse of the product.